Manufacturer narrative:
This report is submitted 10 july 2020.

Manufacturer narrative:
This report is submitted on june 10, 2020.

Event description:
Per the clinic, it was reported that the device was explanted on (B)(6) 2020. The electrode array was left insitu for future implantation.